Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4), the customer returned a meshgraft ii device for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation ie-(B)(4). The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this meshgraft ii six times. The last repair was (B)(6) 2015 where it was reported that the device needed preventative maintenance and the roller and cutter were replaced. This is not a related issue. Initial qa inspection of the meshgraft ii revealed slight nicks to the handle and bottom plate. The ratchet showed minor denting and scratches to the handle and head. The test mesh passed and the calibration was within specifications. Repair of the meshgraft ii was performed by zimmer biomet surgical which included replacement of the roller, cutter and worn side plates. The meshgraft ii was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. The reported event was non-verifiable since during initial inspection the technician could not replicate the reported event . The test mesh was performed and it was passed. It was noted also that the ratchet showed minor denting and scratches to the handle and head. The reported was non-verifiable since during initial inspection the technician could not replicate the reported event . The test mesh was performed and it was passed. It was noted also that the ratchet showed minor denting and scratches to the handle and head. The root cause of the reported was cannot be specifically determine with the provided information. The issue was resolved replacement of the roller, cutter and worn side plates. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The meshgraft ii was repaired, tested and returned to the customer.

Event description:
It was reported that the device would not cut skin to the correct thickness depth on the 3:1 setting. No adverse events have been reported as a result of this malfunction.